Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the keypad was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective keypad (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: work description: alarms when powered on, and no keypad input possible. Closing comments: replaced upper case kit and confirmed function of all keypad buttons. Connected to partner to upgrade pump and complete all calibrations and tests. Pm passed (B)(6) 2024 software updated to 2.2d reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.